Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble. It was reported that the reservoir had air bubbles and one came apart when she was trying to fill the reservoir with air and push it into the vial. It was reported that they were unable to troubleshoot for air bubble. No harm requiring medical intervention was reported.the insulin pump will not be returned for analysis.